Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 420 mg/dl at the time of incident and current blood glucose was 130 mg/dl. Customer also stated that insulin pump had battery failed alarm and passed the self-test. Customer treated with insulin pump. Troubleshooting was performed for high blood glucose level. The product was not returned for analysis.